Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) male patient's battery charger was intermittently powering down. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resetting) has been confirmed. The cause of the problem was isolated to flash memory components u102 and u105 on the computer analog (ca) board. The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. In addition, the charger battery board was contaminated. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. The root cause for the contamination was ingress of an unknown liquid. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on (B)(4) 2013. Implementation began on (B)(4) 2013. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.